Event description:
It was reported by the rep the device was used during a laparoscopic paraesophageal hernia repair. It was reported the lcs15 was squealing and cutting very slowly. Also resulted in inadequate hemostasis. Hand piece and blade were changed. This corrected the squealing problem, but the surgeon felt the performance of the device was still below normal. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.